Manufacturer narrative:
The manufacturer has completed the investigation of an allegation a patient's blood oxygen saturation decreased while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event log was reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2017, patient circuit disconnect alarms occurred at 14:12:13 local time (41 seconds in duration), 14:13:04 local time (51 seconds in duration) and 14:21:56 local time (11 seconds in duration). Each instance was acknowledged by the caregiver as evidenced by alarm silence/reset keypresses. The device was manually powered off at 14:22:13 local time and was not powered on again until 15:37:42 local time on (B)(6) 2017. The manufacturer concludes the ventilator did not cause or contribute to the reported event. The event was caused by the patient being disconnected from the device which alarmed appropriately to alert the caregiver of the patient circuit disconnect conditions.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was manually ventilated and placed on another device without incident. The manufacturer's investigation is currently on-going and a follow-up report will be filed when the investigation is complete.